Event description:
The customer reported getting falsely decreased sodium generated from an alinity c processing module (sn: (B)(6). The customer provided the following further data: sodium: (customer reference range: 136-145 mmol/l). Sample ID (B)(6): initial result was 109 mmol/l, repeat on another analyzer was 139 mmol/l. There was no reported impact to patient care or patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The alinity c processing module serial number (B)(6) was inspected and found that the issue was resolved by replacement of the alinity c-series reagent probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the alinity c-series reagent probe and review found no similar issues related to the alinity system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity c-series reagent probe. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module serial number (B)(6) or alinity c-series reagent probe.